Event description:
It was reported that when unpacking the device prior to use, the nurse noticed that the size and inflation pressure printed on the hub of the xience prime stent delivery system (sds) is different from the size and the inflation pressure which were printed on the outside packaging. The device was not used in the patient anatomy. There was no patient involvement. No additional information was provided.

Event description:
Subsequent to the initial report filing, the following information was received: the inflation pressure listed on the compliance chart attached to the coil that holds the stent delivery system does not match the inflation pressure listed on the foil pouch label. The device was nonetheless used successfully in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated the customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the opened foil pouch was returned, however, the compliance chart was not returned for analysis. The reported inflation pressure value variation between the foil pouch and the compliance chart was verified within the electronic lot history record system. However, per clinical impact assessment, the observed differences have little impact on final stent diameter or procedural outcome in the clinical setting. Thus, there is no indication of a product deficiency. A review of the lot history record, the associated non-conformances and review of the complaint history of the reported lot did not indicate any manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.